Event description:
During the procedure, there was blood leaking from the valve of the introducer. Prior to the leak, a shaped guidewire had been inserted into the introducer. The device was replaced and the procedure was completed with no patient consequences.

Manufacturer narrative:
One ultimum ev hemostasis introducer was returned to the manufacturer for analysis. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The instructions for use (IFU) state that upon removal of hemostasis introducer proper precautions should be taken to prevent bleeding.